Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. After discussions, our field service engineer found that the control printed circuit board (pcb) was defective and replaced it which resolved the problem. The control pcb was returned for investigation. An visual investigation of the returned control pcb showed no anomalies. The evaluation of received device logs confirms that several pre-use checks had failed, several times on the reported pressure transducer test. The technical error for a power error related to the expiratory channel pcb also occurred several times on the reported date of event. The returned control pcb was installed in the reference ventilator. When simulated use test ventilation was started, breathing was weak or constrained and sometimes absent. Pre-use check failed on several tests. Electrical measurements on the control pcb showed that some of the outputs from an integrated circuit were suspicious. While its inputs were reasonable during simulated test ventilation, some of the outputs to the gas modules were deviant when compared to the reference control pcb. If this fault condition appears during ventilation, it may lead to high pressure, insufficient ventilation or stop of ventilation. High priority alarms will be generated. The fault will be detected during pre-use check. The conclusion in this matter is that the reported pre-use check failure and ventilation difficulties was caused by a one off component failure on the control pcb. Why the component broke could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).